Manufacturer narrative:
Eval summary: this typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: as returned, the articular surface is within spec where measured. It exhibits an indentation on one side of the dovetail, which could indicate that the articular surface did not fully slide under the male dovetail on the tibial plate. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the surgeon attempted approx 5 times to seat the articular surface but was not successful. Another implant was used to complete the procedure which implanted with no difficulty.